Event description:
It was reported to philips healthcare that the heartstart xl powered on, but failed to start, stating, "it switches on, but doesn't start." There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.